Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had reached elective replacement indicator (eri). The right ventricular (rv) lead exhibited increased thresholds and decreased impedance. The ipg and rv lead was explanted and replaced. No patient complications have been reported as a result of this event.